Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient was admitted in the hospital and during the evaluation it was confirmed that the patient¿s iliac stent graft migrated with a distal type I endoleak was noted. The physician performed an intervention where an additional iliac limb was added and the event was resolved. The physician stated that the events might have any issue on the initial device implant. No additional clinical sequelae were reported and the patient is fine. Review of cta¿s and a drawing approximately 3 years post-implant revealed that the endurant bifurcate was currently positioned just below the lowest left renal artery. The proximal stent graft od measured 28mm. The ipsilateral limb and extension were placed into the right external iliac artery, crossing over the contra limb. The contra limb was positioned within the distal sac, not opposed within the left common iliac artery, and there was a likely distal type ib endoleak from the left limb. The max diameter aaa measured 5cm, and there is evidence of previous coiling performed for a previous type ii endoleak. The distal left stent graft measured 21mm in diameter, and the iliac artery flow lumen diameter at that same level measured approximately 25mm. The distal left limb is approximately 4cm from the left iliac artery bifurcation, which measured approximately 17mm in diameter. Both limbs are patent. No other stent graft issues were observed. The cause of the left limb migration, leading to the likely distal type I endoleak, could not be determined. Earlier post-implant films were not available for review, the anatomy at implant is unknown, and the implanted position of the left iliac limb within the left iliac artery is unknown. The left iliac limb is currently unopposed to the common iliac artery which was possibly caused by disease progression; iliac artery dilatation.